Event description:
In 2003, the pt was implanted with a vented electric left ventricular device (lvad). In 2004, the vad coordinator contacted the MFR reporting that a pt was having power limit advisory alarms while at home. The pt was transported to the hosp by the hosp staff. The pt has had history of hypertension for the last several months of post-op. The pt had a chest x-ray and an echo, which were unremarkable. Also, motor wave forms from the lvad were sent into the MFR for review and were also unremarkable. While in the hosp, the pt was having an increasing frequency in the power limit advisory alarms along with low beat rate and controller malfunction alarms. The alarms appear to be positional when pt sits up in certain positions. The vad coordinator is sending in more wave forms as well as a vent filter to the MFR for analysis. The physician is considering doing a pump replacement, but will wait for vent filter analysis before making a final decision.